Manufacturer narrative:
A specific root cause could not be determined based on the information provided. Additional information required for the investigation was requested, but not provided. The most likely root causes are related to a tube that is not straightly aligned in the rack, a pre-analytical sample handling issue, or bubbles/foam either on the reagent or sample surfaces. A general reagent issue can most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys ft4 ii assay (ft4) and the elecsys tsh assay (tsh) on an e601 analyzer. The sample initially resulted as 0.300 pmol/l accompanied by a data flag for ft4 and 0.028 miu/l for tsh. The initial tsh result was reported outside of the laboratory and the initial ft4 result was not reported outside of the laboratory. The sample was repeated, resulting as 16.16 pmol/l for ft4 and 1.91 miu/l for tsh. The patient was not adversely affected. The ft4 reagent lot number was 125827 and the tsh reagent lot number was 128649. The ft4 and tsh reagent expiration dates were asked for, but not provided.